Event description:
A customer contacted beckman coulter inc (bci) in regards to four (4) erroneous high glucose serum samples generated by unicel dxc 600 pro chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated on the same unit and lower results were obtained. Amended report was initiated. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
Qc was shifting high daily over the past two weeks. The customer would recalibrate the unit back into the established specifications. A bci field service engineer (fse) inspected and verified unit's proper alignments. A clear root cause can not be determined.